Event description:
It was reported, the customer had a keypad anomaly. The customer stated the up arrow button was unresponsive. The customer was also unable to rewind their insulin pump after changing their site. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow button dome switch. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.